Manufacturer narrative:
The pump was received with broken off missing retainer ring noted. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pup had crack on reservoir compartment. The customer's blood glucose level was reported to be 124mg/dl. It was reported that the pump would be replaced and returned for analysis. No further information provided.